Event description:
As soon as surgeon placed gallbladder into the endocatch bag it tore. Another endocatch was used to complete procedure. Manufacturer response for specimen retrieval pouch, endo catch gold (per site reporter): manufacturer provided rga# and product return packaging.